Event description:
Flying insects were found between the sheets of sterilization wrap.

Manufacturer narrative:
The facility reported that flying insects were found between the sheets of the sterilization wrap. There was no pt involvement with this incident. Samples were returned and evaluated. No defects or quality issues were identified during the product inspection. There was no evidence of insects or foreign particulate. We were unable to confirm the reported issue. We have had no other similar incidents reported to us for this product. Upon further investigation, it was learned that the facility stores the bundles of sterilization wrap immediately adjacent to the cafeteria kitchen. We cannot rule out storage conditions as the root cause for this issue.